Manufacturer narrative:
The assignable root cause of the device evaluation was corrected from misuse, abuse and/ or user error to normal wear over time. Due to further investigation, the evaluation was updated: reliability engineering evaluated the device and determined that the device had expanding hose and low rotation per minute (rpms). Therefore, the reported condition was confirmed. It was determined that the expanding hose was caused by the hose being damaged from excessive force, which allowed air to escape into the outer hose. It was determined that the low rotations per minute were due to the device not receiving the correct air pressure due to the expanding hose. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was not maintaining pressure while in use with a console device. The reporter stated that an identical spare motor device was tried with the same console device; and it worked fine. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had loose housing pins, a worn swivel, an expanding hose and low rotation per minute (rpms). It was determined that the loose housing pins were due to locktite deterioration from the sterilization process and immersion. It was determined that the worn swivel was also due to locktite deterioration that allowed the parts to come loose. It was determined that the expanding hose was from the damaged hose most likely from excessive force that allowed air to escape into the outer hose. It was determined that the low rpms was because the device was not receiving the correct air pressure due to the expanding hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.